Event description:
It was reported that the arctic sun device had the slow flow. Per sample evaluation results on 18oct2023, it was reported that the arctic sun device not cooling due to faulty mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. During evaluation, the water temperature would not drop to 6 degrees. Mixing pump needs to be replaced. Replaced mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had the slow flow. Per sample evaluation results on 18oct2023, it was reported that the arctic sun device not cooling due to faulty mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.